Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that they were very sore on their right side from the thigh through the hip. Patient stated that this morning when they rolled over on that side, they had a jolting sensation that was painful. Patient also stated the soreness started 5 days after implanted. Patient mentioned they spoke to their manufacturing representative this morning who advised them to decrease the stimulation intensity. Patient confirmed intensity was decreased and the stimulation sensation was comfortable. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned that they had a follow up appointment with their urologist on may 1st.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional(hcp). The hcp reported that the steps taken to resolve the jolting sensation was that the patient (pt) was doing well on 0.7 milliamp (ma) with no pain reported on (B)(6) 2026 visit.